Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 75% target lesion was located in a mildly calcified and moderately tortuous distal right coronary artery (rca). The 15mm x 2.50mm apex catheter balloon was advance to treat the target lesion. . Inflation was performed once to the nominal pressure. During the second inflation, the apex balloon ruptured at 10atms. The device was removed intact and the procedure was completed with another device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: an examination of the balloon found a longitudinal with medium circumferential tear in balloon. The tear stretched from the proximal markerband and extended distally on the balloon for a total length of 5mm. An examination of the proximal and distal markerbands identified no issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 75% target lesion was located in a mildly calcified and moderately tortuous distal right coronary artery (rca). The 15mm x 2.50mm apex catheter balloon was advance to treat the target lesion. Inflation was performed once to the nominal pressure. During the second inflation, the apex balloon ruptured at 10atms. The device was removed intact and the procedure was completed with another device. No patient complications were reported and the patient's status is good.